Event description:
It was reported that during an implant attempt the left ventricular (lv) lead dislodged after the lv catheter was slit. A replacement lead was successfully implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The tines/lobes of the lead became extrinsically distorted and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.